Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measuring 2030 ohms, which led to a lead safety switch (lss). It was also mentioned that there were high capture thresholds and the patient experienced inadequate stimulation. The physician opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has been returned.

Manufacturer narrative:
Correction to section e, initial reporter, initial reporter facility name field.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspection noted the setscrew marks to be in the wrong location of the terminal pin. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measuring 2030 ohms, which led to a lead safety switch (lss). It was also mentioned that there were high capture thresholds, and the patient experienced inadequate stimulation. The physician opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has been returned.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measuring 2030 ohms, which led to a lead safety switch (lss). It was also mentioned that there were high capture thresholds and the patient experienced inadequate stimulation. The physician opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has not been returned.